Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/05/2020 additional h3 investigation summary: it was reported that needle dislodged from suture. Eleven unopened samples of product code v5170, lot pmbbkcr0 were returned for analysis. During the visual inspection of eleven samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or detached needle were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The devices performed without any difficulties noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device v5170h; pmbbkcr0 number, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Was the needle removed from the patient during the same procedure? Yes. Patient was sutured with a new piece. 2. Event date? (B)(6) 2020. 3. Was there any patient consequence or injury as a result of the incident? No. 4. What is the current condition of the patient? (E.g. Discharged, still hospitalized). Unknown. 5. Procedure date? (B)(6) 2020. 6. Device return status/follow up: the actual complained piece was contaminated so sr had discarded it. The balance pieces from the same box are available to be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle removed from the patient during the same procedure? Event date? Was there any patient consequence or injury? What is the condition of the patient? Procedure date?

Event description:
It was reported that a patient underwent an episiotomy surgery procedure on (B)(6) 2020 and suture was used. During the procedure, needle dislodged from suture while suturing. There were no adverse patient consequences reported. Additional information was requested.